Event description:
Implant did not achieve osseointegration. Undersized implant bed. Pain, inflammation. Doctor noted-he should've used a longer implant, maybe that would've increased the survival percentage of the implant.